Event description:
It was initially reported on (B)(6) 2012 by the patient's mother that she experienced a haze in her (unspecified) eye and is under treatment for a fungus that one of the doctors said is only found in (B)(6). The patient's mother stated her daughter has worn daily contact lenses for three years. In (B)(6), a contact lens tore while in her (unspecified) eye. She removed the pieces, experienced mild irritation which resolved. No medical attention was needed. There was no reported interruption in lens wear. On (B)(6) 2012, she went to her eye care professional for a routine eye exam, was asymptomatic and wearing a lens from the same lot. The eye care professional saw a "haze" in one (unspecified) eye and referred the patient to a ophthalmologist. She was seen by an ophthalmologist on (B)(6) 2012 and began receiving unspecified treatment. Approximately three or four weeks after the initial visit, she began experiencing pain in one (unspecified) eye. According to the patient's mother, a biopsy was performed and the fungi, aureo basidium, was identified in one (unspecified) eye. The patient's mother said that the ophthalmologist informed her that the identified fungus "has only been identified in (B)(4)" and "it has never been seen anywhere outside of (B)(6)". She reported the current treatment regimen consists of atropine-1 drop at night. Besivance - 3x a day, amphotericine - every two hours, and voriconazole - every two hours. The event is improving; however, a corneal transplant may be required. A follow up visit was scheduled with the ophthalmologist to determine if an injection is needed for her cornea. Weekly follow-up is continuing . The patient's mother stated no contact lens solutions were used - "there are not even any solution in the house". Lenses are worn as daily disposable only and hands are washed prior to handling every time. The patient does not swim with lenses and showers nightly after lens removal. There has been no exposure to soil from gardening or other similar activity. Additional information received on (B)(6) 2012 from the patient's mother, her daughter saw an ophthalmologist on (B)(6) 2012 who described the mass as "filamentous" and "didn't fit with anything he could identify because she (the patient) had no symptomatology". The ophthalmologist was wondering if it was plant matter or some sort of infection, but he said that either way "there should be some sort of eye irritation". The ophthalmologist did not think it was related to mononucleosis but said it could be from her contact lenses but he really did not know. The ophthalmologist took pictures of the mass and also stated that the worst case scenario would require a corneal transplant. On (B)(6) 2012, the patient was seen by another eye care professional. The patient was referred to this doctor because, he had a confocal lens camera which would be able to see to the back of the patient's cornea. At the visit, the eye care professional was unable to get photos of the growth because, the camera photographed too far behind the area where the growth was . On (B)(6) 2012, the patient was informed that the mass had grown, and was almost at the patient's pupil. The doctors were "shocked" that the patient could tolerate hours of lights and probing. The doctors informed the patient that she could get a second opinion but the patient and the consumer "had no idea who was left to consult with". The patient was informed that there was intent to do an ac tap and to biopsy the growth. At this visit, she was told to discontinue contact lens use in her right eye (od). The patient was examined by the ophthalmologist on (B)(6) 2012 and informed that the growth was bigger and that is why she began to have pain. The patient reported seeing haze. The biopsy was performed on (B)(6) 2012 and the doctor removed some of the growth and said that it was fungal. The patient was told on (B)(6) 2012 that the mass was still growing but it had slowed down. At this visit, the doctor informed the patient of the intent to do a corneal injection but the doctor wanted to wait until the matter was identified. The patient was informed on (B)(6) 2012 that the pathology came back and the fungus was identified as "aureobasidium". The doctor stated that it was "rare because, it is mostly only seen in (B)(6)". The doctor said "it could have come from the contact lens but there was no way to know". The patient was told on (B)(6) 2012 that the mass did not look bigger or smaller. Next follow up was in two weeks. Additional information received on (B)(4) 2012 from the patient's mother providing the medical records from ophthalmologist visits on (B)(6) 2012, (B)(6) 2012, and (B)(6) 2012. Medical record for (B)(6) 2012 provides the patient's hpi reports that the patient's eyes were swollen when she had mononucleosis. The corneal examination reveals mid-deep stromal opacities temporally, no vessels, the opacity extends to the surface superiorly. The impression/plan indicates that since the patient is asymptomatic, steroids will be held and the patient will be observed. Medical record for (B)(6) 2012 provides vac is 20/20. The corneal exam shows the "stromal infiltrate is less dense and breaking up but there seems to be more filamentous opacities on the back of the cornea into the ac". The impression/plan state the patient should refrain from cl wear except for sports. Report states "could this be an indolent fungal keratitis which I think is unlikely:. Medical record for (B)(6) 2012 provides cc/hpi reveal the patient traveled to mexico last christmas, wears contact lenses for sports only. "Rash on skin x years on right side of neck and right side of face 2-3 years ago with no change". Exam shows that filaments are approximately 50% within anterior chamber depths, central/peripherally locates, 2x2 mm in size. Vac is 20/20. Impression and plan state oral antifungal rx to begin 200mg po bid. The resident's notes show "deep k infiltrates, ac strands of unknown etiology". Ddx from resident is infection, infiltrates. The patient was prescribed with atropine 1%, one drop twice a day, besivance, three times a day, amphotericin 15%, every hour while awake and every two hours while sleeping, voriconazole 1%, one drop every hour while awake and every two hours while sleeping, and voriconazole anti-fungal oral pills, one pill twice a day. The patient also wore an eye patch over her right eye. Additional information received on (B)(6) 2012 from the patient's mother stating that her daughter's right eye (od) was involved in a previous torn on eye contact lens event and the fungal infection. At the follow up visit on (B)(6) 2012 with the ophthalmologist, the fungus was noted as still present, but not growing or shrinking. No injection was delivered as the pathology lab was unable to tell the doctor what medication to use. The ophthalmologist is awaiting an update from the pathology lab at this time. A stitch was removed from right eye. Follow up was scheduled for two weeks. She explained the "mild irritation" experienced at the time of the torn on eye event resolved with lens removal. Another lens was inserted immediately with no further issue. She reported that the patient's rx is ou and lenses from the reported lot have been worn bilaterally. She reported the doctor informed her that the event is not likely to occur in the left eye. He explained to her that there has to be "an entry" and that "things are floating around in the air" but that there must be a wound for the fungus to enter the eye. She confirmed the patient has not traveled to india, been around anyone from india, or had indian food. She stated that the doctors have been thoroughly questioning her even asking her at one point of they own a tarantula, to try to rule out the cause of this infection. During the first six weeks, all types of specialists examined the patient and found no symptoms, no evidence of trauma, no redness, and no wound. The patient woke up on (B)(6) 2012 with pain and "tearing that would not stop". A biopsy was performed the following (B)(6) 2012. The pain was alleviated with the removal of the specimen during the biopsy. The patient plays competitive softball as an outfielder and hits left handed which requires the use of od eye. The patient was playing games until (B)(6) 2012. She could not recall any incident of the patient getting soil or foreign matter in eye during games. The patient was unable to participate in some games due to the reported issue. Voriconazole anti-fungal drops were also prescribed and directed to start administration two days before the procedure. Additional information received on (B)(6) 2012 from the optometrist stating on (B)(6) 2012 "the patient came in for a routine eye exam-no complaints with vision or discomfort". Diagnosis was 'corneal stromal opacity". The patient was treated with oral steroids for 5 days by primary doctor as treatment for mononucleosis condition in (B)(6) 2012 prior to being examined by the optometrist. Before correction visual acuity prior to the event was 20/20. The patient was referred to an ophthalmologist who 'did not believe this to be contact lens related". Additional information received on (B)(6) 2012 from the patient's father that his daughter is having "surgery next (B)(6)" to have medicine injected into her eye. Additional information has been requested, but not yet received.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviation during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).